Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4) displayed mid:09 (air trap assembly) error message was confirmed during the analysis of the event logs but not during functional testing. No device malfunction was found, and the thermogard console functioned as intended. No physical damage was observed on the thermogard console during visual inspection. Upon further inspection of the console, noted small traces of saline on the air trap sensor block as a result of the temporary humidity in the console or a possible overflow of a small amount of fluid into the air trap chamber. There was no history of start-up kit (suk) leak complaints reported by this customer. During initial functional testing, the thermogard console passed all the tests without any fault or error. During the analysis of the event log, multiple mid:09 error messages were observed. However, the error messages were cleared by the user. Further testing of the console was performed, however, the mid:09 (air trap assembly) error message could not be replicated. As a precautionary measure, to address the intermittent occurrences of the mid:09 errors, the air trap sensor block board was replaced. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints for thermogard with serial number (B)(4).

Event description:
As reported, the thermogard console (sn (B)(4) displayed a mid:09 (air trap assembly) error message. The customer used another console to start the therapy. The patient's status information was requested but the customer did not provide a response.